Manufacturer narrative:
A replacement power adapter was sent to the customer. Attempts to contact the customer for additional information and the product return were unsuccessful. As of the date of this report, the original transformer has not been received. Should the original product or additional information be received resulting in new, changed, or corrected information, an updated report will be filed at that time. The cause of the breach in the rev n transformer has not been determined at this time. It is currently being investigated under (B)(4).

Event description:
The customer reported that the transformer housing for her pump in style device is cracked open, indicating a breach, which is a safety issue.